Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) returned to the event site at a later date and replaced both batteries. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email address: (B)(6).

Event description:
It was reported that during service test on the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the batteries failed the battery runtime test because the customer had left the iabp unit unplugged for several months. This resulted in the batteries only holding charge for about fifteen (15) minutes each. There was no patient involvement and no adverse event was reported.